Event description:
Distributor reported to (B)(4): the small battery drive loses power. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.